Event description:
It was reported that the ventricular lead was twisted due to twiddler's syndrome and the lead exhibited oversensing. The lead was removed and replaced.

Manufacturer narrative:
No medwatch form was received.